Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had an impedance rise from 1500 ohms to greater than 2000 ohms with sic (short interval count) and a potential lead fracture. The lead was removed and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the partial lead segments were returned for analysis where it was discovered that the distal conductor was fractured. Outer tubing overlay melted. The lead is flexed within 5 cm of anchoring sleeve. Blood/body fluid in/on several conductors and outer tubing overlay.